Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Procedure: total knee procedure. Cathplace: adductor canal. It was reported, "anesthesia placed a femoral adductor canal block for a total knee procedure. At the designated time to remove, the post-op nurse was unable to pull the catheter out. One of anesthesia providers attempted to remove. It was difficult and then the catheter broke. An x-ray revealed that some portion of the catheter remained. The provider consulted with [the] (anesthesia -pain) physician. The patient was taken to a procedure room where the remainder of the catheter was removed under fluoroscopic guidance." The catheter tip appeared intact when it was removed. The patient tolerated the removal procedure "well" and no complications were encountered.